Event description:
Customer reported receiving a no delivery alarm on the insulin pump due to a low reservoir. Customer stated that they attempted to rewind the pump and there was an open circle and then insulin pump blacked out. Through troubleshooting it was noted that the alarm was resolved by a complete set change. It was noted that the customer attempted to suspend the insulin pump causing the pump to stop delivering insulin. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.